Event description:
A senile cataract in the left eye was being treated. An alcon sn60wf 21.0 diopter lens -was inserted into the lens capsule. After the lens was injected, there was noted to be a crack in one of the haptics which positioned the lens. This crack prevented the centration of the lens. Therefore, it was necessary to remove the lens and replace it with a similar lens. During the removal process, the cracked haptic broke off and was retrieved. The rest of the procedure was completed without difficulty. Date of use: 2008. Diagnosis or reason for use: senile left cataract.